Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance was confirmed. X-ray inspection identified a broken can wire which caused the reported high hv lead impedance.g3 st. Jude medical crmd reliability laboratory

Event description:
It was reported that the patient received an alert and presented to the clinic. It was observed that hv impedance measurements were high in two configurations. All other measurements were normal. The device was explanted and replaced.